Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted and discussed the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Technical services (ts) discussed potential causes and troubleshooting options. The s-ICD and electrode remain in service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted and discussed the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Technical services (ts) discussed potential causes and troubleshooting options. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description: field for more information regarding the specific circumstances of this event.